Manufacturer narrative:
Date of event: event date is on an unreported date ("last year") in 2018. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced two episodes of peritonitis. The cause of the events were not reported. It was not reported if the patient was hospitalized for the events. The patient was treated with vancomycin (dose, route and frequency were not reported) for the events. It was reported that the patient did not experience any symptoms for fifteen days and the symptoms repeated. At the time of this report, the patient has recovered from the event after the second episode. Action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.